Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during atrial septal defect repair on the heart, they noticed that the patient pad sight (right thigh) was burn upon completion of the case. The customer didn't specify the size of burn and how it was treated. The degree of burn was also asked but not answered. They didn't notice anything wrong with the rem pad prior to applying it for the case.